Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Intuitive surgical inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The reported complaint of a broken wire does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury, or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported during a da vinci prostatectomy surgical procedure, the wire on the precise bipolar forceps instrument was broken. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.